Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 301.6mcg/day via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient had an MRI on (B)(6) and there was a critical alarm that there was a stall . On (B)(6) a representative checked the logs and saw a recovery but the pump was not audibly alarming confirming that there was a telemetry mode. The reporter wanted to understand what telemetry mode is. The patient has not been getting good therapy and unknown when that started. The reporter wanted to rule out the telemetry mode to make sure that would not impact the patient's therapy. At one point they thought that catheter was kinked because they were unable to aspirate from the cap (catheter access port). Per the reporter the healthcare provider that was doing the cap aspiration does not have a lot of experience, so it was unclear if it was properly done. Today they are doing a cap aspiration again and will be doing a dye study to rule out the catheter for the therapy issues that this patient is not getting the expected therapy. Additional information received on 17-jul-2022 reported that the results of the cap study/dye study was 2ml clear fluid was aspirated. The actions and interventions taken to resolve the issue was the surgery was aborted due to dye study success. No surgery was performed due to dye study success.